Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and two days later, the patient experienced lightheadedness and abdominal pain. The patient was taken by ambulance for treatment. Treatment was unknown. Pd therapy was ongoing. The cause of the event, patient hospitalization and patient outcome were not reported. No additional information is available.